Event description:
Invalid result(s):customer purchased a flowflex kit that produced invalid results. No c line displayed. The test was performed correctly, she waited 15 minutes and the sample was dispensed into the s well. The kit was purchased at cvs. Picture provided.

Manufacturer narrative:
The current complaint is pending investigation from acon's contract manufacturer.acon will submit a follow-up MDR upon investigation completion.any additional information received by acon may be included with a follow-up MDR.